Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt lost stimulation. Lead diagnostics showed invalid impedance values for her left quattrode scs lead and the right quattrode scs lead has migrated under the pt's model 3286 scs lead. An sjm rep was able to obtain effective stimulation with reprogramming; however, surgical intervention will be taken at a later date to address the issues. It was also reported the pt has experienced several falls.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.